Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. Blood glucose level at the time of the incident was ranging from 54 mg/dl to 600 mg/dl which was treated with in the emergency room on an unknown date. The customer was reported to have diabetic ketoacidosis. No troubleshooting was done. No product will be returned at this time.